Event description:
During setup of the advanced perfusion system one, the led on the power manager board was flickering green and the battery gas gauge readings were "0". There were no adverse consequences to the patient as a result of this event.